Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned item and found it to exhibit signs of repeated use and have one of two components disassembled / missing. The components were not returned. The returned bearing was referenced to confirmed print. Verified diameter with micrometers. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Medical records were not provided. This device is confirmed to have been a part of the (B)(4) investigation. Field action (B)(4) and (B)(4) were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. The following actions were previously initiated to address this issue: (B)(4).

Event description:
It was reported that the bearing fell out of shim during cleaning process. No further information is available.